Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic patient records and was able to verify a charge complete and then removal, followed by a shock delivery. No evidence of the device working incorrectly were found. Further inspection at the stryker repair depot also found no service light, error codes, or other failures. The device passed all functional and performance testing and was returned to the customer for use. No root cause was able to be determined for the reported issue.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down while in use with a patient. The patient did not survive the event however, the reporter stated the death was not caused by the device malfunction.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down while in use with a patient. The patient did not survive the event however, the reporter stated the death was not caused by the device malfunction.